Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the programmer rf (radio-frequency) head connection is "bad." The connection must be "wiggled" to get it to work. Multiple programmer rf heads were used. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. However the head connection on the circuit board was inspected and no visual anomalies were found.